Manufacturer narrative:
According to latest investigation conclusion, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, usability or performance of the device. Therefore, this record will be closed as a non-complaint.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporter phone: (B)(6). Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the fsn2021-cc-ec-023 which involves device's paddle is not well notified. Device is not in use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.